Event description:
The haptic of the lens broke while unfolding into the eye. Lens was explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Serial no: (B)(4)- model 230. Device manufacturing date from 03/2014 to corrected date of 09/30/2014.

Event description:
The haptic of the lens broke while unfolding into the eye. The lens was explanted.